Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a history/settings) issue. It was reported that the pump had inaccurate delivery. Customer support has made several attempts to contact the reporter in follow up, however, the reporter did not respond. No further information was available; if further information is provided a follow up report shall be made. There was no indication that the device caused or contributed to an adverse event. This complaint is being reported because there is an allegation against the delivery function of the pump.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 12-dec-2018 with the following findings: during investigation, the pump passed all required testing for delivery accuracy. The total daily dose totaled 2.99 units due to the user manually placing the pump into suspend for an estimated total suspend time of 3 hours. The pump history verified the total daily dose was correct and added up correctly.